Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 800 mg/dl and was treated with insulin drips. The customer¿s other blood glucose was 149 mg/dl. The customer had pain in the arm, was extremely thirsty and suffered from vomiting. The customer reported that the infusion set cannula was bent. The customer refused to continue troubleshooting and the set was completely changed. The customer later stated that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering as their blood glucose was increasing. The drive support cap appeared normal or slightly indented. Multiple large bubbles were reported along the tubing length. The customer stated that the insulin exited at the quick release. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.